Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the failures "j-tube has foreign objects", "aw-cylinder (tube) has foreign objects" and "aw-tube has foreign objects." Are known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects in the air/water (a/w) tube, a/w cylinder and in the j-tube. There was no patient involvement.